Manufacturer narrative:
Date of event: exact date unknown, event occurred many years ago from the date the manufacturer became aware of the event. Explant date: explant date: many years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8352700, model: sc-8352-70, serial: (B)(4) batch: 18774752.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. No further information has been obtained despite good faith efforts.